Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and discovered that the internal tubing was configured incorrectly. The internal tubing was reconfigured to factory specifications and the problem was resolved.

Event description:
The customer reported that the lap top ventilator 1150 ventilator does not hold peep and is autocycling. There is no information regarding patient involvement associated with the reported event.